Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device has system error as soon as turned on. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?. Annex a: a0721 annex g: g02033 annex b: b01 annex c: c0201 annex d: d02.

Event description:
It was reported that the device has system error as soon as turned on. There was no reported patient involvement.

Manufacturer narrative:
Correction: disregard the initial report MFR report #2016493-2022-155123. After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.

Event description:
It was reported that the device has system error as soon as turned on. There was no reported patient involvement.